Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during esophagus stricture dilatation performed on (B)(6) 2015. According to the complainant, during the procedure, the gauge needle would not move when inflating the balloon. Therefore, pressure during the inflation was unknown. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.